Event description:
It was reported that the patient faced an event where the infusion set did not stick properly on the skin on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.E1:Patient Country: (b)(6).Name: TandemCountry: United States of AmericaStreet: 11045 ROSELLE STREETCity: SAN DIEGOState: CAZip Code: 92121.Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.